Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Time of recommended replacement time (rrt): (B)(6) 2016, 02:15:00. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited rapid battery depletion. It was also reported that the right ventricular (rv) lead had low sensing values. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary : the device was returned and analyzed. Analysis revealed shorting/low impedance in the battery. Analysis confirmed the low battery voltage. The device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. There was no evidence of a high current drain condition. No hybrid anomalies were observed. Further analysis of the battery was conducted. A breach in the anode separator was found, adjacent to the exposed cathode near the cathode tab. Deposited lithium (li) protruded through the breach and touched the adjacent cathode material. Based on this analysis, battery depletion was the result of an internal short from deposited li material breaching the anode separator and subsequently contacting the cathode adjacent to openings in the anode separator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.